Event description:
The customer reported a charger failed error. No pt injury was reported.

Manufacturer narrative:
Customer will contract 3rd party for repair. This MDR is related to ge healthcare complaint.